Event description:
Additional information received reported that the patient was reviewed after two weeks and no symptoms were noted. It was indicated that patient was aware of underdose and withdrawal symptoms and had back up supply of oral baclofen. The pump reservoir was not checked but planned to be reviewed at next refill. There was no troubleshooting done regarding the catheter. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information indicated that the patient was refilled in late (B)(6) and there was 'some difference in expected volume'. 7 mls were aspirated, but 5 mls were expected. Clinically, no issues were reported, and the center 'seemed happy with the patient's response'. No additional information was available at the time of this submission.

Event description:
It was reported that a drug reservoir volume discrepancy was identified upon refill. The expected reservoir volume was 5.1ml and the actual reservoir volume was 16ml, which is a 73% discrepancy. The patient shows no clinical signs of withdrawal and "feels good." The pump had no malfunction or related messages in the pump logs. If required, an x-ray (to check the connection), a catheter dye study and roller study will be performed upon the next refill. The medication in the pump was lioresal (baclofen).

Manufacturer narrative:
Product ID: 8709sc, lot#/serial# unknown, implanted/explanted: unknown. Product type: catheter. (B)(4).